Event description:
Procedure being done was extraction of cateract in right eye. Power failure occurred of building as procedure in progress. The cavitron was in the aspiration mode (per md) and when the power returned (8 seconds later) there was a noted dehiscence of capsule. A vitrectomy had to be performed and a placement of an anterior chamber lens, instead of a posterior chamber lens that would have been used. Patient had to return 9/4/92 for yag laser iridotomy right eye. Manufacture called 9/8/92 by bio med; came 9/9/92. Duplicating event could not be done. The power outage should have caused machine to default into stanadby mode as no battery backup. Biomed called the manufacture in to evaluate the machine. The event could not be duplicated. A repair was made to tubing but this would have effected the cutting mode. We have a patient who had damage thatrequired additional surgerydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: none or unknown, other, support system problem. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.